Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient medical treatment is consistent with the reported hospitalization and treatment with insulin, IV fluids, and other supportive therapies. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed. Device data demonstrated a confirmed occlusion alert on (B)(6) 2026 followed by persistent hyperglycemia, repeated supply changes, cartridge replacements, high glucose alerts, and interruption of insulin delivery. The user reported finding a bent infusion set after the event and reported continued hyperglycemia despite multiple supply changes. Medical review concluded that the reported event is consistent with interruption of insulin delivery due to an occlusion or fluid-pathway issue. Based on the available information, insufficient insulin delivery associated with the infusion set/fluid pathway likely contributed to the reported hyperglycemic event. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with reported blood glucose values up to 715 mg/dl requiring hospitalization. The user was treated with IV dextrose, IV fluids, insulin therapy, and other medical interventions, and remained hospitalized beginning (B)(6) 2026. The user resumed ilet therapy, but discharge date information was unavailable.